Event description:
Customer reports via phone that the vertical support arm separated from ceiling and console and injector fell to floor. Tech that was on duty jumped to move out of the way and twisted their back. 3/17: update: tech was moving injector arm when the suspension arm broke. The sudden break or drop, "jerked the arm" of the technologist pulling her backwards. Technologist is fine.